Event description:
It was reported that the device would not turn on using ac power. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to failure of the power supply assembly. After replacing the power supply assembly, proper operation was confirmed and the device was returned to the customer.